Manufacturer narrative:
The customer reported that the backlight on the display of the rns (remote network system or remote monitoring system) is out. Patient monitoring was not lost as patients were also being actively monitored on a cns (central nurse station). No patient harm was reported when the rns went out. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the backlight on the display of the rns (remote network system or remote monitoring system) is out. Patient monitoring was not lost as patients were also being actively monitored on a cns (central nurse station). No patient harm was reported when the rns went out.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the backlight on the display of the rns (remote network system or remote monitoring system) is out. Patient monitoring was not lost as patients were also being actively monitored on a cns (central nurse station). No patient harm was reported when the rns went out. The unit was evaluated and the reported problem was duplicated. Adjusting the brightness does not help, at maximum brightness, you can barely see the display on the screen. The customer has been sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.